Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the identified investigation findings could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of cable unit, metal part was sticking out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, subject device exhibited wobbling of camera attachment a little and due to poor watertightness of cable unit, metal part was sticking out. There was no patient involvement.